Event description:
A (B)(6) male pt called zoll customer support to report that his battery was faulty and wouldn't hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (won't hold a charge) was confirmed. Upon investigation, the battery connector was damaged and the connector pins were bent. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery connector. The pt received a replacement battery pack.